Event description:
Rayner intraocular lenses limited were informed by the (B)(6) hospital that upon implantation of a c-flex 570c intraocular lens a scratch was observed near the midpoint. The healthcare facility informed rayner that the lens was immediately explanted from the eye.

Manufacturer narrative:
The healthcare facility has confirmed that they were able to implant a back-up c-flex 570c +25.0d intraocular lens in the same surgery session with no adverse effect to the pt. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that all lenses released from the c-flex 570c batch 051e23284 were within specification. Complaints since (B)(4) 2011, the month of manufacture, were reviewed; no complaints, of any type, have been received against the c-flex 570c batch 051e23284. The c-flex 570c intraocular lens is available in the united states of america.